Event description:
Pt implanted in 1998 I nasolabial folds and given post-operative keflex. Sutures were removed 4 days later with no postop complications. Three months later, pt complained of very slight swelling at the left upper nasolabial fold, and physician observed 2 non-tender cyst-like lumps at or near the incision site. The nodule was incised 3 weeks later, and a small amount of milky white drainage was observed. The implant was trimmed and incision closed 3 weeks later and pt given cipro. Since then, a small amount of daily drainage has been observed and pt continues on cipro. Physician theorizes that there may have been a small cyst he did not detect when incision site was explored. Drainage cultured 3 weeks later and pt placed on bactrin ds.